Event description:
It was reported that this pacemaker exhibited loss of capture (loc) when programmed to bipolar on the right ventricular (rv) channel. Additionally, there was an abrupt rise in impedance in the rv channel. The impedance was high out of range. A lead revision was performed. This device remains in use. No adverse patient effects were reported.